Event description:
Spoke with pt who stated that lately she has been having a lot of problems with ultra site and wanted to report it. She stated that on (B)(6) when she switched from invision plus connectors to ultrasite valve, she saw medication leaking at the site. She then had spare invision plus and switched to tht one. Problem was resolved and she did not notice any leaks then on (B)(6) 2018 when she switched to ultrasite again, she saw blood back up in the tubing (coming from the body) and had to go to the ER on (B)(6) to get it cleaned (pt was not hospitalized, was discharged the same day). Md at the hosp determined that was the ultrasite causing the issue and there was nothing wrong with the catheter. Pt had an extra invision plus at home, so switched to that and it has been fine since then. Obtained lot number for ultrasite: 0061579511. "No disruption in therapy or se reported." No further info known. The product issue did not cause or contribute to clinical injury. Sending invision plus as a replacement. Dose or amount: 21 nkm, frequency: continuous, route: IV, from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.